Manufacturer narrative:
On (B)(6) 2019 haemonetics received a reported complaint for a fire occurring within a pcs2 machine during the power on self test (post) protocol. The customer's on-site technician reported that during the qc check, the device caught fire due to a short circuit with visible smoke coming out of the back of the machine. At the time of this report, the device has not been returned to haemonetics for further evaluation, the cause of the short circuit cannot be determined at this time. The fire was contained within the device. There were no reports of any injuries as a result of the device fire. Haemonetics product support has placed an order to have a replacement pcs2 machine shipped to the donation center for resolution. There was no donor or patient involvement with the device at the time of this failure, this was reported to have occurred during the post protocol for the device prior to the start of any donation procedure. Even though there were no injuries reported, haemonetics has previously submitted reports for thermal decomposition within a device, as such this incident is deemed reportable.

Event description:
On (B)(6) 2019 haemonetics received a reported complaint for a fire occurring within a pcs2 machine during the power on self test (post) protocol. The customer's on-site technician reported that during the qc check, the device caught fire due to a short circuit with visible smoke coming out of the back of the machine. The fire was contained within the device. There were no reports of any injuries as a result of the device fire. The customer's technician contacted haemonetics product support to have a replacement pcs2 machine shipped to the donation center for resolution. There was no donor or patient involvement with the device at the time of this failure, this was reported to have occurred during the post protocol for the device prior to the start of a procedure.